Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, every 96 hours), ceftazidime injection (1g, everyday), and amikacin injection (125mg, everyday) for the event. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7, d10, and h6. B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. Antibiotic treatment was discontinued. Pd therapy was ongoing. At the time of this report, the patient recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.